Manufacturer narrative:
Additional information: g4, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion was noted in the left atrium at the roof level. While ablating on the roof of the left atrium, an increase in impedance was noted and the ablation catheter no longer seemed to be at the level of the atrium on reconstruction. The patient became hypotensive and an ultrasound revealed a pericardial effusion. Heparin was stopped, protamine was administered and a pericardiocentesis was performed. The procedure was then completed and the patient was sent to cardiac surgery for observation. The patient has an abnormal orientation of the heart, oriented to the right, therefore the physician didn¿t have the usual benchmarks. There were no performance issues with any abbott devices.